Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent resistance was experienced when filling multiple cartridges with insulin. There was no adverse impact to customer's blood glucose level. Reportedly, the issues resolved and the customer successfully filled the cartridges.